Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/26/2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the (power management) pm pcba and discussed installation. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported errors 35 volts (e/c 1115-auxiliary alarm supply failed, 111b-35 v supply failed, 1104-backup alarm failed, 1125-cooling fan speed error, 1101-ventilator restarted due to anomalies detected during operation).the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.